Event description:
Atrial undersensing caused inappropriate anti-tachycardia pacing and inappropriate shocks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).